Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy menstrual cycles/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and device dislocation ("migration of essure device location of device: unknown") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test :no". The patient's past medical history included clubfoot, autism, cholecystectomy on (B)(6) 2011, pulmonary function test in 2010, gastric bypass on (B)(6) 2011 and cholecystectomy on (B)(6) 2011. Previously administered products included for an unreported indication: codeine, contrast media (iodine-based), sumatriptan, penicillins and fiorinal. Past adverse reactions to the above products included burning sensation with contrast media (iodine-based); headache with sumatriptan; swelling with penicillins; throat irritation with fiorinal; and urticaria with codeine. Concurrent conditions included intermenstrual bleeding and post coital bleeding. Concomitant products included cyanocobalamin-tannin complex (b12) since 2013 and muscle relaxants since 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced tooth disorder ("dental problems") and hormone level abnormal ("hormonal changes"). In 2014, the patient experienced rash ("rashes"). On (B)(6) 2014, 2 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria hospitalization and medically significant), abdominal pain ("increasingly painful, abdominal pain / painful"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("painful intercourse"), hypersensitivity ("allergic or hypersensitivity reaction"), skin disorder ("skin conditions"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("foot pain, legs pain") and pain ("whole body pain"). The patient was hospitalized on (B)(6) 2014. The patient was treated with loratadine (loridin), triamcinolone, analgesics, paracetamol (tylenol), surgery (ablation in (B)(6) 2014), surgery (ablation in (B)(6) 2014), surgery (ablation in october 2014) and surgery (hysteroscopy, d and c). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, genital haemorrhage, uterine haemorrhage, device dislocation, abdominal pain, menstruation irregular, dyspareunia, hypersensitivity, rash, skin disorder, migraine, tooth disorder, dysmenorrhoea, hormone level abnormal, alopecia, back pain, pain in extremity and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, menstruation irregular, migraine, pain, pain in extremity, rash, skin disorder, tooth disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographics, relevant history and concomitant medications added. Essure insertion date updated to (B)(6) 2012. Events allergic or hypersensitivity reaction, rashes or skin conditions, migraines/ headaches, migration of essure device location of device: unknown with pain, dental problems, dysmenorrhea (cramping), hormonal changes, abnormal bleeding (vaginal, menorrhagia), hair loss, back pain, foot pain, legs pain, whole body pain and essure confirmation test :no were added. Treatment drugs added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown /device was out of place"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("heavy menstrual cycles/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test :no". The patient's medical history included clubfoot, autism, cholecystectomy on (B)(6) 2011, pulmonary function test on (B)(6) 2010, gastric bypass on (B)(6) 2011 and cholecystectomy on (B)(6) 2011. Essure confirmation test(s) conducted: essure coil was out of place and tube not blocked *on (B)(6) ,(B)(6) 2014, hysterosalpingogram (hsg), transvaginal ultrasound (tvu). Result- malposition of essure device, failure to occlude (close) fallopian tubes, perforation (uterus). Previously administered products included for an unreported indication: codeine, contrast media (iodine-based), sumatriptan, penicillins and fiorinal. Past adverse reactions to the above products included burning sensation with contrast media (iodine-based); headache with sumatriptan; swelling with penicillins; throat irritation with fiorinal; and urticaria with codeine. Concurrent conditions included intermenstrual bleeding and post coital bleeding. Concomitant products included cyanocobalamin-tannin complex (b12) since (B)(6) and muscle relaxants since (B)(6) . On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy bilat."), rash ("rashes or skin conditions type: bilat"), burning sensation ("lower legs burning and itching") and pruritus ("lower legs burning and itching"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes-rapid mood fluctuations"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization and medically significant), abdominal pain ("increasingly painful, abdominal pain / painful"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("painful intercourse"), skin disorder ("skin conditions"), back pain ("back pain"), the first episode of pain in extremity ("foot pain"), the second episode of pain in extremity ("legs pain") and pain ("whole body pain"). The patient was hospitalized on (B)(6) 2014. The patient was treated with analgesics, loratadine (loridin), paracetamol (tylenol), triamcinolone and surgery (ablation in (B)(6) 2014 and hysteroscopy, d and c). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, uterine haemorrhage, abdominal pain, menstruation irregular, dyspareunia, allergy to metals, rash, skin disorder, migraine, tooth disorder, dysmenorrhoea, mood swings, alopecia, back pain, the last episode of pain in extremity, pain, burning sensation and pruritus outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered abdominal pain, alopecia, back pain, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, migraine, mood swings, pain, pruritus, rash, skin disorder, tooth disorder, uterine haemorrhage, vaginal haemorrhage, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-mar-2019: plaintiff fact sheet received and event allergic or hypersensitivity reaction type updated earlier event with: nickel allergy bilat. Lower legs burning and itching,hormonal changes- earlier event updated to rapid mood fluctuations were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown /device was out of place / migration of essure:left cornua'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), heavy menstrual bleeding ('heavy menstrual cycles/ abnormal bleeding (menorrhagia)'), genital haemorrhage ('bleeding') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test :no". The patient's medical history included cholecystectomy on (B)(6) 2011, cholecystectomy on (B)(6) 2011, gastric bypass on (B)(6) 2011, pulmonary function test on (B)(6) 2010, clubfoot and autism. Essure confirmation test(s) conducted: essure coil was out of place and tube not blocked *on 2013,(B)(6) 2014, hysterosalpingogram (hsg), transvaginal ultrasound (tvu). Result- malposition of essure device, failure to occlude (close) fallopian tubes, perforation (uterus). Previously administered products included for an unreported indication: codeine, contrast media (iodine-based), sumatriptan, penicillins and fiorinal. Past adverse reactions to the above products included burning sensation with contrast media (iodine-based); headache with sumatriptan; swelling with penicillins; throat irritation with fiorinal; and urticaria with codeine. Concurrent conditions included intermenstrual bleeding, post coital bleeding and thrombocytosis. Concomitant products included cyanocobalamin-tannin complex (b12) since 2013 and muscle relaxants since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 9 months after insertion of essure. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy bilat."), rash ("rashes or skin conditions type: bilat"), burning sensation ("lower legs burning and itching") and pruritus ("lower legs burning and itching"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes-rapid mood fluctuations"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria hospitalization and medically significant), abdominal pain ("increasingly painful, abdominal pain / painful"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("painful intercourse"), skin disorder ("skin conditions"), back pain ("back pain"), pain in foot ("foot pain"), pain of lower extremities ("legs pain") and pain ("whole body pain"). The patient was hospitalized on (B)(6) 2014. The patient was treated with analgesics, loratadine (loridin), paracetamol (tylenol), triamcinolone and surgery (ablation in (B)(6) 2014, hysteroscopy, d and c and patient scheduled for surgery on (B)(6) 2021). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, abnormal uterine bleeding, abdominal pain, menstruation irregular, dyspareunia, allergy to metals, rash, skin disorder, migraine, tooth disorder, dysmenorrhoea, mood swings, alopecia, back pain, pain in foot, pain of lower extremities, pain, burning sensation and pruritus outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, back pain, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, migraine, mood swings, pain, pain in foot, pruritus, rash, skin disorder, tooth disorder, vaginal haemorrhage and pain of lower extremities to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure confirmation test(s) conducted, specify date(s) of communication- nov2014 quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-jun-2021: mr received. Reporter and medical history were added. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown /device was out of place / migration of essure:left cornua'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), heavy menstrual bleeding ('heavy menstrual cycles/ abnormal bleeding (menorrhagia)'), genital haemorrhage ('bleeding') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test :no". The patient's medical history included cholecystectomy on (B)(6) 2011, cholecystectomy on (B)(6) 2011, gastric bypass on (B)(6) 2011, pulmonary function test on (B)(6) 2010, clubfoot and autism. Essure confirmation test(s) conducted: essure coil was out of place and tube not blocked on 2013, (B)(6) 2014, hysterosalpingogram (hsg), transvaginal ultrasound (tvu). Result- malposition of essure device, failure to occlude. (Close) fallopian tubes, perforation (uterus). Previously administered products included for an unreported indication: codeine, contrast media (iodine-based), sumatriptan, penicillins and fiorinal. Past adverse reactions to the above products included burning sensation with contrast media (iodine-based); headache with sumatriptan; swelling with penicillins; throat irritation with fiorinal; and urticaria with codeine. Concurrent conditions included intermenstrual bleeding, post coital bleeding and thrombocytosis. Concomitant products included cyanocobalamin-tannin complex (b12) since 2013 and muscle relaxants since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 9 months after insertion of essure. In (B)(6) 2012, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy bilat."), rash ("rashes or skin conditions type: bilat"), burning sensation ("lower legs burning and itching") and pruritus ("lower legs burning and itching"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes-rapid mood fluctuations"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria hospitalization and medically significant), abdominal pain ("increasingly painful, abdominal pain / painful"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("painful intercourse"), skin disorder ("skin conditions"), back pain ("back pain"), pain in foot ("foot pain"), pain of lower extremities ("legs pain") and pain ("whole body pain"). The patient was hospitalized on (B)(6) 2014. The patient was treated with analgesics, loratadine (loridin), paracetamol (tylenol), triamcinolone and surgery (ablation in october 2014, hysteroscopy, d and c and patient scheduled for surgery on (B)(6) 2021). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, heavy menstrual bleeding, genital haemorrhage, abnormal uterine bleeding, abdominal pain, menstruation irregular, dyspareunia, allergy to metals, rash, skin disorder, migraine, tooth disorder, dysmenorrhoea, mood swings, alopecia, back pain, pain in foot, pain of lower extremities, pain, burning sensation and pruritus outcome was unknown. The reporter provided no causality assessment for allergy to metals with essure. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, back pain, burning sensation, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, migraine, mood swings, pain, pain in foot, pruritus, rash, skin disorder, tooth disorder, vaginal haemorrhage and pain of lower extremities to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify date(s) of communication- (B)(6) 2014. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.